Event description:
Complainant alleged that the staff was connecting the internal handles to the defibrillator, or use on a pt (age and gender unknown), when the defibrillator screen displayed a "paddle fault" message. The clinicians then changed the internal handles for another set and the device functioned properly. There was adverse effect on the pt as a result of the reported malfunction.